Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display, lcd board was fine. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed motor test. No unexpected excessive no delivery alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the customer had repeated no delivery alarms and motor error alarms on their insulin pump. Customer's blood glucose was unknown. The customer also reported their insulin pump would not turn on after a battery change. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.